Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right atrial lead implant procedure, the patient's blood pressure dropped. An echocardiogram revealed that the lead had perforated the patient. A pericardiocentesis was performed. On (B)(6) 2015 the patient was examined and reported to feel well without complaints. A chest x-ray showed no evidence of pneumothorax. An echocardiogram revealed no evidence of pericardial effusion.